Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician met resistance while advancing two ruby coils through another manufacturer's microcatheter. The physician removed the two ruby coils and the procedure successfully continued using new ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2015-00670. Device could not be located in hospital.